Event description:
It was reported that during a lap cholecystectomy procedure, after appropriately 3 clips fired correctly, instrument became difficult to close and open jaws. Not performing a cholangiography, used under normal application. Replaced with same like device and finished case. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.